Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. Caller alleged that sometimes device does not deliver enough insulin and her son has hi mg/dl results, and other times the device delivers a lot of insulin and the patient experiences hypoglycemia. No adverse event was reported. The infusion device was requested to be returned for product evaluation.